Event description:
It was reported that during installation performed by a getinge field service engineer (fse), the helium indicator of the cardiosave intra-aortic balloon pump (iabp) would not go down to zero. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional point of contact: contact person name: (B)(6), contact person e-mail address: (B)(6), contact person phone number: (B)(6), event site postal code: (B)(6). The getinge field service engineer (fse) installed and reviewed the cardiosave. It was tested and checked thoroughly. If necessary, the helium indicator will be changed under warranty during the next service.

Event description:
N/a.